Event description:
The customer reported that a prior-to-use check was performed and there was no problem. Upon intubating the cuff deflated. The pt was re intubated. The cuff was damaged.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.